Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could not confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. White balance was obtained with the wrong method. -the freeze button was pressed at the timing when the light was strong. White-out occurred due to the failure of the connected endoscope, monitor, or sdi cable. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. -olympus repair center could not confirm the reported phenomenon. -externally and internally of the unit was in good condition. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the endoscope was in the patient's bladder during the procedure, the light from the device had no problem. However, the user found that the tissue was not visible because the endoscopic image became white-out only when the endoscope was in the patient's ureter. The use replaced both rigid and flexible ureterscope with other devices. The use replaced the light cable, rebooted the device, and changed the device settings. However, the issue could not be resolved. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.